Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted transduodenal to the gallbladder during an eus-guided cholecystoduodenostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent hub of the handle failed to lock after deployment of the first flange of the stent. As a result, the stent hub moved easily from position 2 to position 4 and the stent was prematurely deployed. The stent was deployed in the desired position and the procedure was completed with this device. There were no patient complications reported as a result of this event. The physician reported that the patient is doing very well and is pain-free.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted transduodenal to the gallbladder during an eus-guided cholecystoduodenostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent hub of the handle failed to lock after deployment of the first flange of the stent. As a result, the stent hub moved easily from position 2 to position 4 and the stent was prematurely deployed. The stent was deployed in the desired position and the procedure was completed with this device. There were no patient complications reported as a result of this event. The physician reported that the patient is doing very well and is pain-free. Additional information received july 05, 2017: the complainant reported that, on (B)(6) 2017, the patient presented to the hospital with cholangitis. On (B)(6) 2017, the patient underwent an eus procedure, during which tissue overgrowth was noted on the proximal flange of the axios stent. It was also noted that the stent had migrated out of the duodenum and more distally into the gallbladder. The patient's crp levels were reported to be very high, so the physician implanted a 10 x 50 walllex biliary stent within the axios stent to create a longer lumen apposing both the gallbladder and the duodenum. The patient's condition was reported to be stable with no further reported issues. It was also reported that the indication for the stent (gallbladder drainage) has resolved.